Event description:
Crd_964 - catalyst ide, patient site ID: (B)(6). It was reported that on 19 march 2024, a 25mm amplatzer amulet left atrial appendage occluder was implanted with a 14f amplatzer torqvue 45x45 delivery sheath. It was noted the patient had atrial fibrillation and cardiomyopathy (lvef=45%) at baseline. During procedure, there were no partial or complete recaptures. The patient was administered heparin during procedure and the patient's activated clotting time (act) levels ranged from 287-307 seconds. There was no report of any adverse patient events during procedure. It was then reported two days after discharge on 23 march 2024, the patient experienced dyspnea and chest pain. A lung ventilation perfusion (v/q) scan did not confirm any pulmonary embolism, pleural effusion, or pericardial effusion. A positron emission tomography (pet) myocardial imaging and electrocardiogram (ECG) did not confirm myocardial ischemia. The patient was readmitted 4 days after index hospitalization discharge. The patient was administered intravenous (IV) furosemide and reported to feel better. The current patient status was reported stable and discharged.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of angina and dyspnea was reported. A returned device assessment could not be performed as the device was not returned for analysis. Reportedly, the patient experienced dyspnea and chest pain after being discharged and re-hospitalized. The patient had a history of preexisting heart failure, baseline cardiomyopathy (lvef = 45%), and coronary heart disease. Based on the information received, the cause of the reported incident appears to be related to patient conditions (preexisting heart failure and coronary heart disease). There is no indication of a product quality issue with regards to manufacture, design, or labeling.